Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample was not returned and its usage conditions are unknown, relevant testing could not be conducted, so the root cause of the complaint defect cannot be determined. This complaint is an isolated case, and the plant will continue to track this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On october 5 at 10:49 am, a nurse administered an IV catheter to an outpatient. After successfully inserting the needle, the needle wing broke off during removal. The nurse manually extracted the broken needle and reported the incident to the head nurse.